Manufacturer narrative:
Taper unk. The explanted product will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Erosion and stomach perforation are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addressed the possible outcome of stomach perforation as follows: caution: do not push the tip of any instrument againt the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death.